Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any malfunction or product condition could have contributed to the patient's dka. No product lot number was reported, so no qualification record review was possible. The omnipod users' guide warns 'low' or 'high' blood glucose readings can indicate a potentially serious condition requiring immediate medical attention. If left untreated, this situation can quickly lead to diabetic ketoacidosis (dka), shock, coma, or death," and "if your reading is above 500 mg/dl, the pdm displays 'high check for ketones!' This indicates severe hyperglycemia (high blood glucose)." It advises that "the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4-6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops."

Event description:
Customer stated that her daughter was in the hospital in ICU for 3 days due to dka. Customer's mother reported that her daughter was hospitalized in the ICU for three days with diabetic ketoacidosis. Her blood glucose measure "high" (>500mg/dl). The mother stated that she is not sure if the event is related to the device or not.